Event description:
Philips received a complaint on the v60 ventilator, indicating that there was a loss of power supply. The device was reported to be outside of use at the time of the reported problem. No patient or user harm reported. The customer informed the remote service engineer (rse) that during preventative maintenance (pm), the testing of the device found that the 12-volt supply voltage in the pneumatics screen read 0 volts and the data acquisition (da) printed circuit board assembly (pcba) info did not populate on the screen. During troubleshooting with the rse, the customer adjusted the ribbon cables connected to the da pcba and the voltage issue resolved. The pneumatics voltage and da pcba info was corrected. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.